Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 135 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump unable to prime prime/no delivery test due to faulty force sensor resistor. No motor error alarm during testing. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.